Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed. The instrument was found to have charring and localized melting on the distal clevis. The instrument failed the electrical continuity test. Additionally, the instrument was found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the distal pulleys. The conductor wire was not broken at the weld. Components adjacent to the distal pulleys show thermal damage. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. Components adjacent to the damaged wire insulation show damage. The instrument was found to have a dislodged cautery hook.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing was observed out of the ordinary. The instrument did not collide with an energy instrument during the procedure. No arcing was observed during the procedure.